Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to power on. Physio's failure analysis center isolated the cause of the failure to be the power pcb assembly. Physio will replace the power pcb assembly and return the device to the customer for use.

Event description:
It was reported that the device failed to power on with fully charged batteries. There was no patient use associated with the event.